Event description:
It was reported by physician that the insulin pump is malfunctioning. The customer is using manual injections. The blood glucose reading is 235 mg/dl. The insulin pump is alarming motor error. Customer uses the infusion sets for four days. Informed customer that FDA approved the infusion sets for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.